Manufacturer narrative:
Product analysis: the screw that locks the big joint of the flex arm is worn. This is causing the flex arm to not lock up as tight as it should. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lumbar interbody fusion (olif) at t12-l5 due to degenerative scoliosis. Intra-op, flexible arm's grasp was weak from the first level, and from about the third intervertebral disc the arm was not steady and could not be grasped, the operation was continued by holding the arm by the assistant doctor. Patient complication reported to be unknown.